Manufacturer narrative:
Product evaluation: the lens was returned wrapped in surgical gauzes. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is cut into pieces, typical of an insertion and removal. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Information provided that the implant date is some time in 2014, but cannot provide a specific date and that the event date was (B)(6) 2019. Information was provided that the unspecified diopter lens model was removed and replaced with a different manufacturers 16.0 diopter lens model. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that prior to the iol exchange the patient experienced decreased vision, double vision for two months and the iol was dislocated.

Manufacturer narrative:
A facility representative reported that approximately five years following an intraocular lens (iol) implant procedure, a patient experienced cloudy and double vision. The iol was exchanged for another manufacturers lens. Following the iol exchange procedure, the patient has experienced an intraocular pressure (iop) of 36mmhg and corneal edema. Additional medication was prescribed postoperative to the iol exchange. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that approximately five years following an intraocular lens (iol) implant procedure, a patient experienced cloudy and double vision. The iol was exchanged for another manufacturers lens. Following the iol exchange procedure, the patient has experienced an intraocular pressure (iop) of 36mmhg and corneal edema. Additional medication was prescribed postoperative to the iol exchange. Additional information has been requested.